Event description:
It was reported that the pt developed rectal bleeding 10 days after the device was removed. It was further reported that the pt has not had any further complications.

Manufacturer narrative:
Potential for pressure necrosis is addressed in the warning and adverse event section of instructions for use. This report or info submitted does not constitute an admission that the device, hollister incorporated, or hollister employees caused or contributed to the reported event.